Manufacturer narrative:
Two sutures of the same lot #20452298a were involved with this event. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore, but an engineering evaluation was performed based on images provided. Because the device were discarded by the customer, it was not possible to perform a physical analysis of the device that would include images. Based on the information available the root cause for the complaint is unknown. The instructions for use (IFU) for gore-tex® suture provides the following precautions among others, "care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached."

Event description:
It was reported to gore that 5 gore-tex® suture cv-5 were torn direct at the needle during extracting the needle out of the tissue (during suturing).